Event description:
It was reported that the procedure was to treat a 90% stenosed lesion in the proximal left anterior descending (plad) with heavy calcification and moderate tortuosity. The 3.0x12mm nc trek neo balloon dilatation catheter (bdc) was advanced to the target lesion and resistance was noted due to the anatomy. The balloon was inflated; however, a rupture occurred during the 1st inflation at 10 atmospheres. There was no adverse patient effect and no clinically significant delay reported in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.